Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had flashing display. The customer¿s blood glucose level was 182 mg/dl at the time of the incident. No report of pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Device power up properly after battery installation. Device passed self test and displacement test. Power connector plug in and locked in place properly. No missing segments/partial display noted. Device shows no damage on lcd controller or lcd glass. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, minor scratch on case and faded serial number label.